Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing episodes due to crosstalk were observed on the right ventricular channel of the implantable cardioverter defibrillator, pacing inhibition was noted. No patient symptoms were reported. Programming modifications were performed successfully. The patient¿s condition was stable.